Event description:
It was reported that the "hub of the PICC line during flushing leaked during flush." The catheter was repaired with a repair connector.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refu3908 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the catheter luer adaptor was confirmed but the cause is unknown. A video of a 4fr s/l groshong nxt catheter being functionally tested was returned for evaluation. The catheter had been inserted into the patient and was dressed down at the insertion site. The catheter was accessed with a slip-fit syringe and was flushed with a clear liquid. As the catheter was flushed, a bubbling leak was observed emanating from the catheter luer adaptor. A longitudinal crack was seen in the luer adaptor; the crack traversed from the orifice of the luer adaptor to the winged section of the luer adaptor. The exact mechanism of damage to the luer adaptor could not be determined from the returned video. Possible contributing factors for a cracked luer adaptor could include accessing the catheter with a non-compatible connector, over-tightening the connection, or using tools such as hemostats to tighten the connection. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the "hub of the PICC line during flushing leaked during flush." The catheter was repaired with a repair connector.